Manufacturer narrative:
.

Event description:
It was reported that during treatment the ventilator generated two technical errors indicating disabled valves and a communication failure between the control and monitoring printed-circuit (pc) boards. The ventilator was replaced with another one. There was no patient harm reported. (B)(4).

Manufacturer narrative:
Our field service engineer confirmed the reported error codes in the device log files. The control pc board was replaced according to the recommendation in the service manual. Functional tests were successfully performed before the ventilator was returned to service. The evaluation of the received device logs confirms that the reported technical error codes occurred once on the date of event, during ventilation. These errors indicate disabled valves, a communication error and that ventilation had stopped. If the underlying defect appears during ventilation, the ventilation will stop and the user will be notified to by a generated high priority alarm and the corresponding technical error codes. If the failure appears during startup a technical alarm will be generated and ventilation cannot be started. During laboratory tests with the returned control pc board installed in a reference ventilator, several pre-use checks succeeded and simulated use test ventilation ran for 3 days without any deficiency noted. The control pc board was mechanically stress tested without provoking any failures. The conclusion in this matter is that the reported issue was confirmed in the received device logs but could not be reproduced during the investigation. The cause of the reported failure has not been established.

Event description:
(B)(4).